Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the customer would fill the cartridge with approximately 330 units of insulin. After 10 units of insulin was delivered, the pump would show 100 units. Reportedly, the customer's total was 285 units and the customer's cartridge was showing "+300". The customer declined further follow up. Customer's blood glucose level was 120 mg/dl at the time of the report.